Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company employee. It was reported their neurostimulator went from 100% to 90% as soon as they were done recharging. The patient used around 1.4v and the device had been implanted for less than a year. The patient stated the recharging was very touchy and it had to be on their flesh to work. The patient noted it was to the point she had to sit in her chair and not move an inch for two hours or it stopped recharging. It was noted the patient recharged about every 2 weeks. The patient noted they talked with a manufacture representative (rep) who told her to ¿put the recharger in their pants and recharge while you walk around the house¿. It was noted that did not work. It was noted the therapy was effective for her back pain and the patient was just struggling with the recharger. It was noted the patient was mentally very sharp and physically cable of using the programmer and recharger. The healthcare professional (hcp) who implanted the device had moved on since her implant and the patient had no current hcp overseeing her pain care. There were no further complications that have been reported as a result of this event.